Event description:
This case was reported by a consumer and described the occurrence of anemia in a pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced anemia, leg problem, tingling in leg, leg discomfort, pharmaceutical product complaint of having to reapply when she drinks something hot and device misuse by applying more than once per day. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Anaemia, musculoskeletal disorder, paraesthesia, limb discomfort, product quality issue, device misuse.